Manufacturer narrative:
Initial reporter contact #: (B)(6). Complaint conclusion: during pre-dilation with a saber balloon catheter (5mm x 15cm 155cm), it was reported that the balloon was inflated; however, it ruptured at 10 atmospheres (atm) during its initial dilation. The lesion was mildly calcified and not tortuous. The rate of stenosis was 90%. The balloon was removed intact from the patient. It is unknown how the procedure was completed. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A guidewire crossed the superficial femoral artery (sfa). The following information is unknown, the contrast media used, the contrast to saline ratio, the type/ brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter or if there was any difficulty advancing the balloon catheter through the vessel. It is also unknown if the balloon catheter kinked while being used or if there was any difficulty removing the balloon catheter from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17382001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During pre-dilation with a saber balloon catheter (5mm15cm 155), it was reported that the balloon was inflated, however, it ruptured at 10 atmospheres (atm) during its initial dilation. The balloon was removed intact from the patient. It is unknown how the procedure was completed. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A guidewire crossed the superficial femoral artery (sfa). The lesion was mildly calcified and not tortuous. The rate of stenosis was 90%. The following information is unknown, the contrast media used, the contrast to saline ratio, the type/ brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter or if there was any difficulty advancing the balloon catheter through the vessel. It is also unknown if the balloon catheter kinked while being used or if there was any difficulty removing the balloon catheter from the patient.